Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and refractive surprise. The lens remains implanted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim# (B)(4) see claim# (B)(4) for fellow eye.

Event description:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable.

Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vault with refractive surprise. In a separate visit the lens was removed and on the same day, different surgery a replacement lens of shorter length was implanted. The problem was resolved. Cause of the event was reported as unknown. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).